Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during . Customer's blood glucose was 350 mg/dl. Customer also reported they were unable to exit from the preparing to prime loop. Customer also reported receiving a off no power after letting the insulin pump rest for 11 minutes. Customer also reported they were unable to exit to the status screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.